Event description:
Caller reported a cgm error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. Customer successfully reset the pump with guidance from technical support, which resolved the issue, allowing a successful start of the sensor session.